Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or "brief sensor issue" occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the pediatric patient's cgm device was in a ¿brief sensor error¿ state which contributed to the patient¿s bg level increasing to over 400 mg/dl. The patient was wearing a tandem mobi insulin pump. It was also reported that the patient¿s insulin pump could not deliver the correct amount of insulin due to the cgm¿s brief sensor issue. The patient went to the emergency room for evaluation as a result. The event date and the patient¿s discharge date from the emergency room are both (B)(6) 2025. No patient symptoms were reported. Attempts to reach the patient back for further event clarification were unsuccessful. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/sensor error/brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code: 3191: patient was unable to identify device issue therefore a more specific code could not be selected.